Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder arthroplasty. During the surgery, as the surgeon was utilizing the black handle drill guide holder to guide the 3.2 pin, it spontaneously disassembled and the spring flew across the room and onto the floor. No pieces fell into the patient. No patient impact was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed, as the quick connect guide handle was returned for evaluation. Upon visual inspection, it was noted that the quick connect handle plunger was fractured. This fracture led to the reported event of the guide disassembling during surgery, as the plunger holds the spring, ball bearing, and button in place within the guide. The spring and the ball bearing were not returned. Due to the missing pieces and the fractured device, no functional or dimensional analysis could be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.